Event description:
(B)(6) - omitted unrelated information from pe (B)(4): spinal fluid leak; pump removed (B)(6) 2015. A patient reported on (B)(6) 2016 that their spinal cord stimulator had been ruined by a large quantity of spinal fluid that had resulted from an unrelated issue. It was noted that the stimulator would have to be replaced.

Manufacturer narrative:
(B)(4) no longer applies. New information received reported the patient did not have a medtronic spinal cord stimulation system.

Event description:
Additional information received from a healthcare provider (hcp) reported the patient did not have a medtronic spinal cord stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.